Manufacturer narrative:
(B)(6). Product no longer available for return.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 120 mg/dl and 242 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.